Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient started experiencing a lot of pain on the day of the report and wanted to use his stimulator, but the implant battery ¿crapped out¿ because it would not charge. He noted that it had been dead for about 2 weeks, and he has not charged his implant in 2.5-3 weeks. The patient was getting the reposition antenna screen on the implantable neurostimulator recharger and was not able to communicate with any external device. The patient programmer was showing poor communication. The patient noted that this is the first time that he couldn¿t charge the implantable neurostimulator. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.